Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wb4t, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant patient had been suffering with bloating and gas. The patient could not empty her colon, and she was in pain. It was noted that turning stimulation off still gave her the same problem but it relieved symptom a bit. It was indicated that patient had gastroparesis. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.